Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced low blood glucose level 38 mg/dl. Customer was treated with candy and glucose pills. Customer stated that the insulin pump had pump error alarm. Customer was able to complete rewind. Customer did not allege insulin pump for over delivering. Customer reports programming was accurate. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.